Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the ipl was inserted into the right cephalic vein but after three to five inches in the vein, the lead kinked. The physician attempted to push the ipl further but the tip of the lead was left while the body went in forming a j-shape in the vein. The ipl was withdrawn and it was observed that the tip was bent. A new straight guide wire was inserted into the ipl, however, the tip did not straighten. Physician attempted to straighten the ipl tip with his hands but the action was unsuccessful. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress, the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, and the distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.